Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Regulatory agency reported "change of devices colours and capsular contracture (baker grade iii on the left side : the breast is hard and deformed but no pain". The device has been explanted.